Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer stated the location of the damage was on the keypad, and water entered the device. The customer reported a frozen display, and the battery cap lost. The customer alleges pump is under delivering, that the pump is not working properly due to cracked. The customer reported a current blood glucose value of 480 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection, insulin pump (subcutaneous insulin infusion), and the discontinue use of insulin delivery system. The event involved product(s) mmt-397a, mmt-332a, and mmt-1880l. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event and auto mode feature was not active at the time of the event. Troubleshooting was performed for the cosmetic damage and the damage not impacting pump functionality. Troubleshooting was performed for the frozen, and the customer reported that there was no response from any button and that time clock did not advance when observed for one minute. Troubleshooting was performed for the battery cap lost, and the customer was advised the customer to monitor product. No further patient complications were reported. No product return is required for mmt-397a, and mmt-332a. The customer was instructed to discontinue device use. Mmt-1880l was requested, and the customer's response was that the device would be returned.